Event description:
It was reported that the rigid video scope displayed no image causing a delay of 30 minutes or greater. The unspecified diagnostic procedure was completed with the same device and there were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and was not able to confirm the customer's failure. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent and therefore has sharp edges. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information.